Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. After a full recapture of the device, the wds sheath became kinked and there was difficulty inserting it back into the was. The wds was exchanged to complete the procedure. There were no patient complications or consequences that occurred as a result of this event.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman delivery system (wds) with the implant deployed and blood in the device. The implant, sheath, hub, core wire and tip were microscopically and visually inspected. Inspection found numerous kinks and buckling in the sheath. The tip was damaged as the tri-cuts were folded outward, the distal marker band was kinked, and there were abrasions on the inside of the sheath tip. The implant had anchor damage. The observed tip damage and anchor damage is consistent with deploying and recapturing the implant and then redeploying in the anatomy.

Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. After a full recapture of the device, the wds sheath became kinked and there was difficulty inserting it back into the was. The wds was exchanged to complete the procedure. There were no patient complications or consequences that occurred as a result of this event.